Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported there was trouble charging the ins, the patient would have to charge more often,  and when charging the patient would see two bars, but the recharger would power off. The patient was sent a new antenna. No symptoms reported.  No further patient complications are anticipated or expected as a result of this event. Additional information received. Pt states he needs to get a hold of a mdt rep since his implant isn't holding a charge for 24 hours. Pt states the ins usually only lasts 22 hours. Pt states this has been going on for a few months. Pt states there has not been any reprogramming or real increase in the stimulation since this issue started. Pt states most of the time the stimulation is at 5.4. Pt did mention he didn't recharge the ins for a while and it died completely and isn't sure if this is related to the charging issues.